Event description:
It was reported that on (B)(6) 2023, patient was admitted for treatment of a pulmonary embolism 17 days after a revision hip surgery (to treat implant liner-cup disassociation). Doe: (B)(6) 2023. Affected side: left hip. This report is a link to: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary a manufacturing record evaluation was performed for the finished device lot number d23071596, and no non-conformances / manufacturing irregularities were identified. After searching "d23071596" in etq, no record is displayed. After searching "apex" in etq and all results have been reviewed, no case even similar to the issue described in this complaint is identified. After searching "d23071596" in sap by zqmr1023, no internal lock record is displayed. Hereby drawing a conclusion that no non-conformances were identified for this batch of products. 1) quantity manufactured: (B)(4) pcs 2) date of manufacture: 03-jul-2023 3) any anomalies or deviations identified in DHR: no non-conformances were identified 4) expiry date: 30-jun-2033 5) IFU reference: IFU-090200701. Device history lot product description: - apex hole elim positive stop product code: - 124603000 lot no: - d23071596 quantity manufactured: (B)(4) pcs date of manufacture: 03-jul-2023 3any anomalies or deviations identified in DHR: no non-conformances were identified expiry date: 30-jun-2033. IFU reference: IFU-090200701. Device history review a manufacturing record evaluation was performed for the finished device [lot/serial/batch] number, and no non-conformances / manufacturing irregularities were identified. Added: d10 concomitant.